Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device failed temperature assessment. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed temperature assessment. Therefore, the reported condition was confirmed. It was determined that this was due to organic debris, medical matter, and corrosion which is a typical result of insufficient cleaning after clinical procedures. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.